Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) ubd: unknown, UDI#: unknown h2: please see section b5 for additional information. H2: update - see section d3. H2: please see section d9 for when the device was available for evaluation. H2 - h6: the camera, lot number: p903692, was returned to the manufacturer for analysis. The camera was found to have scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. An electrical failure mode was identified. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a sacroiliac and thoracolumbar procedure.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a localizer faulted message upon boot up. The site proceeded with the case using another system on site. Troubleshooting was performed. In the ndi toolbox, there was a bump detector battery fault; return for service. A bump was detected; accuracy assessment recommended. Storage temperature was exceeded. The probable cause of the issue was noted to be a non-functional positioning sensor unit (psu) internal battery (previously erroneous error). There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
H2: b5 has been updated to include probable cause medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A05, a1102: localizer faulted d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821rpend, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a localizer faulted message upon boot up. The site proceeded with the case using another system on site. Troubleshooting was performed. In the ndi toolbox, there was a bump detector battery fault, return for service. A bump was detected; accuracy assessment recommended. Storage temperature was exceeded. There was no reported delay to the procedure. There was no reported impact to the patient.